Event description:
The customer obtained a 473 mg/dl and 121 mg/dl blood glucose comparison on the accu-check compact system. The test results were obtained within a 10 minute timeframe. No reported action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.